Event description:
The customer reported that the purple activation button was loose during the case and the device kept activating on its own throughout the case. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. The investigation found the sample was recognized when plugged into the generator. The device was activated multiple times on simulated tissue with acceptable results. The device was rotated and shaken, but no self-activation occurred. The button had a normal tactile response. The investigation found the device to function normally and within specifications

Event description:
The lot number was originally reported as s4n00068x. However, that is not a valid lot number.